Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (leg) while wearing the device between 37 and 48 hours. The patient was taken to the emergency room and was prescribed co-amoxiclav antibiotics (5 ml x 3 per day for 3 days) for treatment. The pod was discarded.